Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 100% stenosed target lesion was located in the calcified and moderately tortuous distal right coronary artery. The 1.20 x 15mm emerge mr balloon catheter, used to pre dilate the lesion, was inflated and ruptured at 10atms on the 2nd inflation. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.